Event description:
The MFR rec'd info alleging a ventilator alarmed with a "check circuit" alarm. There was no pt harm or injury reported.

Manufacturer narrative:
The ventilator was evaluated at the MFR's service center and the device's active exhalation control module was replaced to address the issue.